Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant while suturing down the lead, the suture sleeve split. The lead was implanted successfully. The patient was stable.